Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for free triiodothyronine (ft3), free thyroxine (ft4), thyrotropin (tsh), follicle-stimulating hormone (fsh) and estradiol from cobas e601 analyzer serial number (B)(4). The results did not fit the patient's clinical history. The initial results were reported to the physician in charge who did not trust the results and asked for reanalysis on a different system. The sample was repeated on (B)(6) 2015 on a beckman dxl analyzer and the results were what were expected for the patient's clinical picture. Of the data provided only the ft3, ft4, tsh, and estradiol results were a reportable malfunction. Refer to the medwatches with patient identifiers (B)(6) for the other assays. Ft3: initial 13 pmol/l, repeat 4.54 pmol/l. Ft4: 64.2 pmol/l, repeat 15.6 pmol/l. Tsh: 0.49 mu/l, repeat 1.08 mu/l. Estradiol: 625 pmol/l, repeat 98.9 pmol/l (27 ng/l). The patient was not adversely affected. The patient was at home and under the supervision of the doctor in charge. The customer suspected a possible interference in the sample.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to streptavidin was found in the sample. This interference is documented in product labeling.